Event description:
It was reported that the patient got 41 sessions of radiation therapy. Now the implantable cardioverter defibrillator (ICD) shows strong atrial noise and total undersensing in right ventricular (rv). There was no power on reset (por) but some single bit errors. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.